Manufacturer narrative:
The reported issue that the device had dim segment on the led display could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd is currently investigating the dim segment issue with CAPA (B)(4). No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
Dim segment on led display (1) replacement boards requested, npr - no product returned. It was reported that the device had dim segment on the led display.